Event description:
The patient presented to the hospital after receiving inappropriate shocks due to noise,oversensing with the ventricular lead. The patient was transferred to a different hospital. The setscrew on the device was tightened and this resolved the noise on the lead. The lead remains implanted.

Manufacturer narrative:
No medwatch form was received.